Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention due to a painful and infected cannula site on her stomach. She had removed the omnipod prior to noticing the infection, which she attributed to scar tissue rather than the device itself. She first contacted her healthcare provider (hcp) on (B)(6) 2025 and had an in-person visit on (B)(6) 2025, with the total duration of both interactions being about 30 minutes. The site was painful and draining pus, leading to a diagnosis of infection, possibly a cyst. Treatment included a prescription for cephalexin, a rocephin shot, and bactrim. The pod was worn longer than 48 hours on the abdomen.